Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer's spouse stated that they treated the high blood glucose with the insulin pump. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that they found air bubbles along the tubing during troubleshooting. The customer's spouse ran tests and the insulin pump passed. The customer's spouse declined further troubleshooting. The insulin pump will not be returned for analysis.